Manufacturer narrative:
The reported error was cleared by the customer . No additional information was provided. The system operates as intended.

Event description:
The customer reported that the system locked up. No patient injury was reported.